Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported that a patient sample with anti-e and anti-k yielded a false negative antibody screening test with biotestcell 1&2 when tested on tango optimo. The customer did return the supposedly defective product and the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample containing an anti-e and anti-k yielded a false negative antibody screening test with biotestcell 1&2 when tested on tango optimo. The customer did return the supposedly defective product and also the patient sample that had caused a false negative test result. Because the customer filed his complaint close to the product's expiration date, our quality control laboratory tested their retained sample of biotestcell 1&2 first. Testing was conducted with positive and negative control as well as an anti-k, an anti-e as well as an anti-jk(a). All positive and negative reactions were correct. We did not observe any false negative reactions. On the expiration date of this lot, we received the complaint sample and also patient samples for investigational testing. A test of the patient sample showed a positive antibody screening test, cell # 1 reacted positive. Cell #1 of biotestcell 1&2 is jk(a) positive, cell # 2 is k and e positive. Testing with another lot of biotestcell 1&2 (lot 8537011-00) showed positive result for cell # 2 (jk(a) positive, e positive). The investigation of the complaint material biotestcell 1&2 showed with an anti-e, anti-k as well as an anti-jk(a) unambiguous and correct results. The patient sample was also tested with biotestcell-i11 and biotestcell-i11 plus and yielded positive reactions on tango optimo. The reaction indicated an anti-jk(a). This strongly suggests the existence of an hla-antibody because the patient material showed with cell # 3 of biotestcell-i11 plus a strong positive reaction. Cell # 3 is jk(a) positive and bg(a) positive, cell # 3 is identified as bg(a) positive in the table of antigen. An anti-e as well as an anti-k in the patient material could not be clearly identified during testing. Testing in our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.